Event description:
It was reported that a patient is considered to have a "failed low back surgery." From an unknown spinal surgery. The patient is in constant, often severe pain. The patient had an unknown cage implanted for fusion years ago. The patient was doing fine initially after surgery, the patient has been in pain ever since.

Manufacturer narrative:
(B)(4): the product was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.